Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that within the past two weeks the infusion device was repeatedly delivering an inaccurate amount of insulin resulting in high blood glucose levels around 300 mg/dl. Due to the patient's high blood glucose levels, she was at the emergency room 2 or 3 times. No information regarding treatment was provided. The customer stated that the doctor requested to stop using the pump for a few days and only use insulin pen. The patient's blood glucose level decreased to her normal range when using the pen, but increased again on (B)(6) 2022 when she started to use the pump again.